Manufacturer narrative:
The complaint of a device separation on item 011-h1367 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported condition on the complaint. Corrected information can be found in d8. Updated information can be found in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 28 cm (11") appx 2.5 ml, set ambrato per infusione 2 clave® connector, perforatore con filtro. A detachment of a branch was reported at the time of placing the treatment in the ambulatory medicine unit. The device was changed out immediately. There was no report of human harm.